Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that experienced high blood glucose of 425 mg/dl., and treated with insulin pump and manual injection. Customer stated that the insulin pump was going to give 7 units of insulin when it alarmed no delivery alarm. Performed no delivery troubleshooting. Customer stated that no delivery alarm did not occur during manual prime. Customer changed infusion set and continue on using the insulin pump. Blood glucose was 286 mg/dl after the infusion set change. Customer will monitor and she will call back if her blood glucose will continue to rise. No product is expected to return for analysis.